Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the device serial number was reported as (B)(4) in the initial report. The serial number has been corrected to (B)(4). The UDI has been updated accordingly. UDI - (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to september 5, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had a high pitched noise coming from the drill and was getting hot. It was not reported if the device was used in surgery. It was reported that there was a less than thirty minute delay. It was not reported if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.